Manufacturer narrative:
Our records indicate that this device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information indicated a competitor's lead revision procedure was performed. The physician indicated he suspects a lead fracture at the suture sleeve. There was discoloration in the insulation of the lead at this area. Our device remains implanted at this time.

Event description:
Additional information indicated a stored ventricular tachycardia episode showed noise with no therapy delivered. The field representative indicated they believe this is related to a competitor's lead fracture. Therapy has been turned off at this time and the patient will be admitted to the hospital.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed right atrial (ra) pacing impedance measurements greater than 2000 ohms on the competitor's ra lead. It was noted that pacing and sensing functions were normal. Technical services (ts) discussed performing isometrics and an x-ray to confirm lead integrity. No adverse patient effects were reported. Additional information indicated that an x-ray was not performed. The field representative indicated this is unlikely a device issue and they will continue to monitor the patient.

Event description:
Additional information indicated that the patient has chronically low shock impedance and the physician does not feel further testing is warranted at this time.

Event description:
Additional information indicated that the competitor's lead also exhibited low shock impedance measurements. Additional information has been requested; however, no further information is currently available.